Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator (ICD) showed a battery performance alert. No interventions were reported. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information reported that the patient presented in clinic due to an unspecified infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout the procedure.